Manufacturer narrative:
An image was provided for review, however, there is no obvious damage to the instrument. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was energy dispersion from the fenestrated bipolar forceps (fbf), making it necessary to replace them with another of the same type. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: no arcing was observed. The task at the time of event was cauterization of a structure during a partial nephrectomy. The instrument was in use for about 15 minutes prior to the event. A monopolar curved scissors (mcs) was also used. The instrument did not collide with any other instruments or tools. The tip was in contact with tissue at the time of the event. The instrument did not touch staples, clips or sutures while energized. Jaws were not immersed in liquid or contaminated by biodebris prior to activating. No electrical arm was observed. The patient has not returned to the hospital due to experiencing any post-surgical complications. The instrument is available for return. An image was provided.